Event description:
The customer reported that when the companion external battery was inserted into a companion 2 driver, the external battery was not detected by the driver. The external battery was inserted into a different companion 2 driver and was also not detected by the driver. There was no impact on the patient. This alleged failure mode poses a low risk to the patient because the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver has additional redundant sources of power, including external wall power and an internal emergency battery. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.